Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that patient samples were run on the dimension exl with lm instrument with the same sample ID. Siemens reviewed the data and determined that there was no indication that the instrument sent incorrect results to the laboratory information system as a result of a short draw, air in the line, or a sample arm draw from an incorrect sample position. Siemens determined that there was no indication of instrument malfunction. A sample collection issue potentially contributed to the mislabeling of patient samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two patient samples were run on a dimension exl with lm instrument using the same sample ID ((B)(6)). The results obtained at 19:28 for the first patient were sent to laboratory information system (lis) and reported to the physician(s). The results (obtained at 19:36) for second patient were not transmitted to the lis, due to an existing sid and results on the lis; the results obtained patient 1 were reported for patient 2. The physician(s) administered enox to patient 2 as a result of the incorrect results reported to the physician(s). Patient 2 was redrawn and run multiple times on the same instrument for further testing. The redrawn results were consistent with the initial results that did not transmit to the lis for patient 2. There are no known reports of adverse health consequences due to the results obtained for patient 1 reported for patient 2.